Manufacturer narrative:
H6: investigation summary the device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Our quality engineer inspected the 1 photo and 2 videos submitted for evaluation. The reported issue of flow issues - fluid blockage was confirmed upon inspection of the samples. The videos display the client inserting a syringe into all 3 q-syte connections. There was flow through two of them, but one did not display any flow. However, a manufacturing related root cause cannot be determined since a physical sample was not returned for the investigation. H3 other text : see h10

Event description:
It was reported that the bd q-syte¿ tri-extension set was blocked and medication couldn't be infused during use. This occurred with 10 sets. The following information was provided by the initial reporter: "healthcare worker is unable to infuse the medication from the lumens of qsyte tri extension"

Event description:
It was reported that the bd q-syte¿ tri-extension set was blocked and medication couldn't be infused during use. This occurred with 10 sets. The following information was provided by the initial reporter: "healthcare worker is unable to infuse the medication from the lumens of qsyte tri extension".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.